Event description:
As reported, during a procedure while fixating the mesh to the pubic symphysis, the optifix device failed to fixate and misfired. It was also reported that while trying to fixate in the anterior abdominal wall, the optifix device failed to fixate. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the optifix device failed to fixate and misfired when the device was fired in attempt to fixate to the pubic symphysis. Based on the information provided, the most probable cause of the reported deployment issue occurred during user/device interface, when attempting to fixate the mesh in the area of the pubic symphysis. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.